Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed error 63. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Unit was received with faded serial number label, partially detached reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.